Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricle (rv) lead. Episode data revealed a lead fracture, oversensing, high rv pace/sense impedance, and short r-r intervals. Upon extraction of the rv lead, the helix failed to retract and damage proximal to the sleeve was observed. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor fractured. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was melted, the outer insulation was torn, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricle (rv) lead. Episode data revealed a lead fracture, oversensing, high rv pace/sense impedance, and short r-r intervals. Upon extraction of the rv lead, the helix failed to retract and damage proximal to the sleeve was observed. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the lead was returned and analyzed and primary analysis revealed that the distal conductor was fractured. It was also noted that there was blood on the distal conductor, there was blood on the distal conductor, the outer insulation was melted,the outer insulation was torn, the outer insulation had a cosmetic depression, and there was blood on the overlay tubing.